Event description:
It was reported that during a coronary stent treatment procedure of a pre dilated lesion, the stent dislodged. The physician experienced difficulties as he attempted to cross the lesion and the stent became dislodged. The dislodged stent was successfully retrieved with a balloon catheter and was removed as a unit. Another stent was used to complete the procedure. No patient injury or complications were reported. Patient status is listed as "okay".